Event description:
I had a total right hip replacement on (B)(6) 2004, using a pinnacle system. Thereafter, I experienced grinding and popping and pain and throbbing. My pain increased when walking, extremely limiting my mobility. Friction and wear between the metal-on-metal components caused large amounts of toxins to be released into my blood and the tissue and bone surrounding the implant. At the time of the revision surgery on (B)(6) 2012, a large cyst was removed which had been caused by the metal [chromium/cobalt) debris. Reason for use: degenerative joint disease.